Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received three anti-tachycardia pacing and two inappropriate shocks over two separate episodes due to atrial fibrillation (af) with rapid ventricular response. Boston scientific technical services (ts) discussed reprogramming options. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received three anti-tachycardia pacing and two inappropriate shocks over two separate episodes due to atrial fibrillation (af) with rapid ventricular response. Boston scientific technical services (ts) discussed reprogramming options. This device remains in service. No additional adverse patient effects were reported. Additional information was received, the patient received six additional inappropriate shocks and two anti-tachycardia pacing due to atrial fibrillation (af) with rapid ventricular response. Boston scientific technical services (ts) provided a review of report. This device remains in service. No additional adverse patient effects were reported.